Event description:
It was reported that a problem with a patient¿s implantable neurostimulator (ins) was alleged. It was stated that the caller was able to walk in to see a patient who let his battery die. It was noted that additional information was requested but not available at the time of this report. It was noted that the caller hung up abruptly. Additional information received reported that the patient had been in overdischarge and they were unable to trickle charge. It was stated that the patient has decided to ¿move forward with a non-rechargeable battery¿. It was reported that he was getting good stimulation prior to his battery dying.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).